Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reported an error when booting up: power supply failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:10dec2020. B4:17dec2020. The customer is inquiring if they need to pay for the power management (pm) board repair this time. The authorized service personnel (asp) informed the customer that power management (pm) board replacement has no charge since it's part of the field change order (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.